Event description:
Reportable based on device analysis completed (B)(4) 2013. It was reported that during percutaneous coronary intervention (pci), the inflation unit failed to inflate. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. An unknown balloon catheter was attached to the encore 26 inflation device. When an attempt was made to apply pressure, the pressure did not increase resulting in a failed balloon inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed gauge reading issues.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The unit components were visually examined for any damage or defect. It was noted the gauge needle was stuck at 14atm. The device was prepped with 8ml of water and pressure was increased ¿ the needle jumped to 26atm and on deflation the needle did not go below 14atm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is handling damage. (B)(4).